Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for this pacemaker device. Battery longevity dropped from 7.5yrs to 6yrs in approximately 8 months. Data analysis was not yet performed. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for this pacemaker device. Battery longevity dropped from 7.5yrs to 6yrs in approximately 8 months. Data analysis was not yet performed. Subsequently the device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient.